Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt with an unknown dose and concentration via an implantable pump for spinal pain and complex regional pain syndrome type 1. It was reported on (B)(6) 2017 the patient experienced continuous pain at the implant site and ineffective therapy from drug. Intervention included the entire system was explanted/not replaced on (B)(6) 2017 and the device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. Other components was listed as ineffective device. The incisional site/device tract was pump pocket. The clinical diagnosis was later updated to loss of efficacy of intrathecal pump (itp). The exact cause of the pain/ineffective therapy was not determined. The pump was removed because it was not effective for the patient. The patient's weight was (B)(6). No further complications were reported/anticipated.